Event description:
Device malfunction: filter basket detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that resistance was felt during deployment of the filter basket resistance. The physician was unable to push the device forward and when pulling back resistance was felt again. The physician decided to remove the entire device and start the procedure over; however, it was noticed on fluoro the guide wire was bent. When the device was being removed from the pt the basket became detached and was caught on the guide wire. The entire device along with the guide wire were removed as one unit without medical intervention. The filter basket remained in the sheath. No additional information available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor.